Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: screw perforation. The screws were too long. The screw tip irritated extensor tendon tissue, no rupture of extensor tendon, extensor digitorum tendons. Patient recovered without persistent damage. This report is for an unknown plate. The is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.